Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of march 16, 2023, was chosen as the best estimate based on the date a cystoscopy procedure was performed. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf patient code e2326 captures the reportable event of chronic inflammation. Imdrf patient code e1311 captures the reportable event of pelvic floor dysfunction. Imdrf patient code e1405 captures the reportable event of dyspareunia. Imdrf impact code f2203 captures the reportable event of cystoscopy procedure.

Event description:
It was reported that an advantage fit blue system and upsylon device were implanted during a robotic sacro colpopexy, advantage fit sub urethral sling, suprapubic bonanno catheter placement, cystoscopy, and robotic lysis of adhesions procedure performed on (B)(6) 2022, for the treatment of cystocele, rectocele, enterocele, and stress incontinence. Due to urinary tract infection, chronic cystitis, and pelvic floor dysfunction, the patient was scheduled for a cystoscopy procedure on (B)(6) 2023. During the procedure, a flexible cystoscope was passed per urethra. Chronic cystitis was seen over the bladder neck and trigone consistent with chronic inflammation. The patient has had a bladder lift and sling with mesh. Additionally, pelvic exams consistently found pelvic floor dysfunction and dyspareunia. Note: this report is the second of two complaints that pertain to the same event (MFR report #3005099803-2023-05465 and MFR. Report #2124215-2024-27942).